Event description:
It was reported that a pt was hospitalized for "bizarre" behavior unrelated to seizure activity in 2008. There were no causal or contributory medication or programming changes prior to the onset of the event and the pt does not have a medical history of this event. Normal mode diagnostics were performed and the results were within normal limits. The pt recently underwent generator revision to address end of service and the explanted generator has been returned to the manufacturer for product analysis.